Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L3-l4 tlif using expedium was initially performed on a patient with spondylolisthesis on (B)(6) 2015. During the surgery, 5.5 ti cort fix 5.0x 30mm was initially inserted by using cbt technique, however, it was replaced with the reported 6.0x35mm after the rod was implanted. 2 and a half months after the surgery, the reported si set screw was found backed out. It was also found that the opposite screw of the backed out site (the reported 6.0x35mm) had been loosened. Thus the revision was performed on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of use but no other damage or defects were noted. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the screw backing out post operatively cannot be positively determined from the sample provided. A potential root cause may be due to the observations noted on the set screw as documented in the complaint file during the complaint investigation. Based on the outcome of the investigation, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.